Event description:
During a colonoscopy where clips were being deployed, one misfired, and subsequently became lodged within the channel of the scope. This was not discovered, however until (B)(6) 2019 when the clip was expelled with a large polyp that had just been removed. After investigation, during the original event, resistance was felt when trying to advance another clip, so that colonoscope was removed from the field and the procedure completed with another scope. The affected scope was sent for cleaning and disinfection per usual. Brushes were then run through the channel without resistance, however no clip was found and thought to have been removed during rinsing or while trying to advance the other device on the field. Since resistance was met previously but no longer, the clip was thought to be no longer in the channel. The scope was then ran through the evotech per usual. No alarms engaged and the disinfection ran the normal course. This colonoscope was then put back in service and used on 11 more pts. During the procedure for the 8th pt, clips were again used. No resistance was felt, clips were deployed without incident. During the procedure on (B)(6) 2019, the clip was dislodged from the channel after the md was trying to suction up a large polyp without success. Upon pushing out the polyp out of the channel, the clip came out with the polyp. We were able to confirm this clip did not belong to this pt. The clip was removed. It was decided not to send for any testing, since it had been used on numerous pts and successfully ran through the cleaning and disinfection process, passing the resi-test each time. Upon discovery of the retained on (B)(6) 2019, the scope was removed from service and sent to the MFR for inspection. The scope in question was a refurbished scope purchased from olympus. The clips used in the events mentioned were boston scientific resolution clip 360. Ref (B)(4), lot #22962620. Used on all three occurrences during the initial misfire on pt. 1 ((B)(6) 2019), pt 2 ((B)(6) 2019) no adverse events, and pt 3 ((B)(6) 2019) when clip from pt 1 was discovered. FDA safety report ID# (B)(4).